Manufacturer narrative:
Update: h6. Corrected data: b1, b5. The reported event has been confirmed with images showing the dislocation of the right mandibular component. A revision surgery as performed to explant the device due to dehiscence. Device history records show all devices met specifications, with no design, material, or manufacturing issues identified.

Event description:
It was reported there will be a revision surgery to remove and replace the right tmj implant. The revision surgery was due to the mandibular component becoming dislocated.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported there will be a revision surgery to remove and replace the right tmj implant.